Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan, and patient anatomy. Case investigation revealed that the fluoroscopic images are of poor quality, leading to a more difficult merge, and a satisfactory merge could not be obtained by assigning different shots and adjusting centroid positions. Suggested troubleshooting measures for the user would be to take truer ap and lat shots, try different shots and registration types, re-assign centroid positions, and adjust brightness/contrast of the fluoroscopic images. The observed severity did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. . The cause of the reported issue can be traced to user technique.

Event description:
Dr. (B)(6) was doing a t3-t12 pediatric scoliosis patient. Significant coronal and sagittal deformity at multiple levels. We were using a 12inch c-arm. Merge failed after multiple attempts of having the x-ray tech wag the c-arm in lateral, rainbow in a/p, and try oblique in lateral at high levels. Tried multiple laterals and a/p with no avail. Surgeon was very patient and gave us the time but eventually bailed on the robot. He proceeded with doing the case free hand.